Manufacturer narrative:
H4: the lot was manufactured between august 28, 2023 ¿ august 29, 2023. The device was received for evaluation with 122 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The device was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. After the expected infusion time of this device, the pump still had 80% of the solution remaining. The device contained 6000mg cefazolin in 240ml sodium chloride 0.9%. The catheter gauge (ga) and catheter type used was a peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.